Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device scrapped by facility and was not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device disassembled. One reported event had no patient involvement; no patient impact.